Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue reported that the unit failed autofill because the pump was out of helium. The stm replaced the gas bottle. Subsequently, the stm checked for leaks and no leaks were found. The stm ran full battery of tests to check that pump was in good working condition and passed all tests. The iabp was returned to customer and cleared to clinical service.

Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed helium leak. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed helium leak. There was no harm or injury to the patient and no adverse event was reported.